Manufacturer narrative:
Since this event involved three medical devices, three manufacturer reports are being submitted. Section of this report describes the third device. Section of manufacturer report numbers 3005174370-2015-00072 and 9611385-2015-00037, describe the first and second device, respectively.

Event description:
On (B)(6) 2015, a dentist reported that a patient required a root canal. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec which was seated on (B)(6) 2014, using 3m espe relyx ultimate cement amd 3m espe scotchbond universal adhesive. During the week of (B)(6) 2015, the patient presented with pain and upon removal of the crown, recurrent decay too extensive to allow for restoration was noted and the patient was referred for endodontic treatment.